Event description:
The customer reported that the system intermittently went black and locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep performed an on site investigation. The single board computer and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.